Event description:
It was reported that the user experienced recurrent low glucose readings last recorded at 65 mg/dl and believed the pump was not suspending insulin delivery, while system records indicated appropriate suspension behavior; education and troubleshooting were completed, additional training was assigned, and the call was transferred for further discussion. Investigation included review of device data, and technical support assessment with no device issue identified. It was concluded that the event involved hypoglycemia with an unclear cause, and the device functioned as designed based on reporting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.